Event description:
The stent got caught in the lesion, and could not be deployed from the balloon. The pt was undergoing stenting of a coronary vessel. The physician encountered resistance during advancement of the 3x18mm cypher stent; it would not advance. The stent got caught in the lesion. The system was reportedly intact when removed from the package, and there were no inflation problems with the balloon. Per reporter, the procedure was successfully completed and there was no injury to the pt.